Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the scrub technician opened the lead and saw a fiber sticking out the end of the lead. The physician agreed that there was fiber sticking out the end of the lead. The physician was uncomfortable using the lead for implant and the lead was removed from service. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted that a tread-like material was seen (but only with the use of a microscope) at distal electrode end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.